Event description:
The facility's biomed engineer reported an infusion pump with 810:11 failure code to baxter service. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event.